Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, device appearance (observed 40 mm dark patch edge material inside gel device), brown particles, crease fold, missing piece of the shell and the device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on the posterior due to an unidentified (tear) opening. Missing piece of the shell due to inconclusive.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "implant rupture." The device remains implanted.